Manufacturer narrative:
(B) (4), evaluation: no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) were generated while processing patient samples. Architect reaction vessel lot 65740p100 was in use while observing this issue . No impact to patient management was reported due to this issue.

Event description:
A customer's family reported the customer did not receive the replacement of their lost meter on time and as a result of being unable to test, experienced a medical incident. The customer reportedly lost consciousness and fell on the floor. The paramedics were called, checked customer's blood glucose level and transported her to a health care facility where customer was diagnosed with hypoglycemia. The customer reportedly had an x-ray and blood work done, however, the caller was unable to provide the information with regards to the treatment rendered at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.